Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report numbers 3005099803-2014-01880 and 3005099803-2014-01881. It was reported to boston scientific corporation that an autotome rx 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014 according to the complainant, prior to the procedure, the patient was noted to have elevated liver enzyme levels. During the procedure, the physician completed cannulation of the common bile duct successfully using a hydrajagwire . Contrast medium was not used, and the wire did not enter the pancreatic duct. An autotome was then advanced into the patient and the physician found that the autotome was not bowing ¿to its normal amount.¿ a second autotome was then used to perform a sphincterotomy of the papilla. It was reported that the physician did not cut as far as usual, making an unusually small sphincterotomy. There were no issues noted with the second autotome and the procedure was completed with this device. Following the procedure, the patient developed pancreatitis and was hospitalized. The patients enzymes were reported to be dropping back towards normal levels and the patient¿s condition is stable. There were no known device issues directly related to the patient¿s post-procedure condition.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.